Event description:
It was reported that during an unknown procedure, the active blade fell off of the device. There is little information concerning the event other than there was no patient consequence to the patient. .

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: patient was not in room. Happened during set up. Device not attached to machine yet- so no tones or errors. The device was received with the 4-40 stud from the handpiece broken off inside the instrument. The blade of the device was returned in good physical condition. Further functional testing could not be performed. The broken 4-40 stud prevented the device from attaching it to the handpiece. It could not be determined why did the 4-40 stud broke off from the hand piece. Possible causes that may have contributed to the 4-40 stud breaking off of the handpiece are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used. Because the tip of the blade was not damaged, as reported, it is possible that the device returned may have been used to complete the procedure and is not the device complained about. The batch history records were reviewed with no anomalies noted during the manufacturing process.